Event description:
On (B)(6) 2017, client services received call from (B)(6) related to a discrepant (B)(6) test result (potential (B)(6) rt-pcr false (B)(6)) for an asymptomatic, pregnant woman with no travel history, residing in (B)(6). Reagents were within expiration dating and showed no clear trends. Extraction and pcr runs/batches showed that all pcr CT values and amplification curves for the assay controls were valid. Pcr CT values and amplification curves for the pt specimens were properly interpreted as specified in the approved procedures. The total volume of (B)(6) tested at (B)(6) in (B)(6), is (B)(4). The number of (B)(6) samples is (B)(4). The total number of potential discrepant results is (B)(4) (one of which is this report) which represents (B)(4) of the (B)(6) results or (B)(4) of all (B)(6) tests at this lab site. Because of the low rate of discrepant results (potentially false (B)(6)) results, quest has completed its complaint investigation at this time. The (B)(6) 2017 gao report on "actions needed to address the challenges of responding to (B)(6) outbreaks" reports in (B)(4), the confirmed lod for serum results ranged from 500 - 1000 for the focus (B)(6) rna qualitative (B)(6) assay compared to the cdc trioplex assay's (B)(4) indicating the possibility for higher sensitivity with the focus (B)(6) test.